Event description:
It was reported that the customer experienced a problem with the screen display on their pump, which had deteriorated over time and made it difficult to make setting changes. There was no adverse impact to the customer's blood glucose level. In response, the customer was advised by technical support to use multiple daily injections as a backup therapy until a warranty replacement pump, complete with updated software, was sent to them. The customer was instructed on how to store and return the defective pump to avoid charges.